Event description:
It was reported that on multiple, intermittent occasions the customer received a power source alert after plugging the pump into a wall outlet. Subsequently, the battery gauge was fluctuating, resulting in the pump shutting down. Reportedly, the alert cleared and the pump successfully began charging. Customer continued to use the pump for insulin therapy. Customer's blood glucose ranged from 140-150 mg/dl.